Event description:
An asymptomatic patient presented to the clinic for follow- up and upon interrogation, device reset without high voltage therapy was observed. The decision was made to explant the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.